Manufacturer narrative:
Evaluation results suggest that the cause of this event is attributed to some factor external to our product.

Event description:
The cement would not fully harden during surgery. There was no adverse consequence for the pt.